Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels rose to 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the insertion site (hip/buttocks), the patient reported that the pink slide did not move forward, indicating a needle mechanism failure. As treatment, the pod was removed and the patient gave manual injections using an insulin pen.